Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported noise problem, sensing and capture anomalies could not be confirmed. Analysis found the lead exhibiting normal electrical characteristics. Normal lead impedance was measured.

Event description:
It was reported that the atrial lead exhibited noise problem, sensing anomaly, and capture anomaly during implant procedure. The lead was removed and replaced.